Manufacturer narrative:
It was reported that during preparation for the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was damaged when inserting the stylet. The physician had difficulty in advancing the stylet, and when the valve was flushed, it started leaking back fluid. They found a small hole in the valve. The sheath was replaced, and the issue resolved. The issue occurred prior to sheath insertion into the patient¿s body; therefore, no patient consequences occurred. Device evaluation details: on 1/13/2021, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. Device was inspected upon return and hemostatic valve was observed dislodged inside the luer hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. Small hole reported could be related to the hemostatic valve rupture found. These findings were reviewed and determined the issue of hemostatic valve separation continues to be deemed MDR reportable. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. -do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed and no internal action was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. Due to the conditions observed in the hemostatic valve, an internal corrective action has been open to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation occurred. It was reported that during preparation for the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was damaged when inserting the stylet. The physician had difficulty in advancing the stylet, and when the valve was flushed, it started leaking back fluid. They found a small hole in the valve. The sheath was replaced, and the issue resolved. The issue occurred prior to sheath insertion into the patient¿s body; therefore, no patient consequences occurred.